Manufacturer narrative:
Received one used. List #144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer; lot #14231158. A crack was observed on the female luer of the extension set. The reported complaint of a leak could be confirmed. The received extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process.

Event description:
The event involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer where it was reported that the tubing or hub was leaking during beginning of infusion. The leak was noticed quite quickly or was discovered in early use. The medication infusing at the time of the event was feed. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.